Event description:
It was reported that the repair scheduled for (B)(6) 2023 had been canceled. The site considered a pump exchange in (B)(6) 2023. The patient is currently utilizing an unshielded patient cable without any issues. The customer wrapped and secured the cosmetic tears in the driveline with rescue/fusion tape. Images were provided and no issues or alarms were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stops, low-speed events, and associated alarms, however, a specific cause could not be conclusively determined. Additionally, the reported cosmetic damage to the driveline outer jacket can be confirmed based on the evaluation of the submitted photos. The account submitted a log file for review ranging from (B)(6) 2023 to (B)(6) 2023. Beginning on (B)(6) 2023 at 14:32:22, the submitted log file captured multiple pump stops and low-speed events, as well as associated alarms, lasting to the end of the log file. The events occurred while the system was operating on the power module and battery. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii instructions for use (IFU) section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient ultimately underwent a pump exchange on (B)(6) 2023. It was noted that the exchange was elective and there was no exacerbation of the suspected driveline damage.

Manufacturer narrative:
Manufacturer report number 2916596-2023-07366 was determined to be supplemental information to this event. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops, low-speed events, and associated alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. Additionally, the reported cosmetic damage to the driveline outer jacket can be confirmed based on the evaluation of the submitted photos. The account communicated that the patient experienced pump stops and low-speed events due to a short-to-shield. The patient¿s system controller was exchanged, and the patient was placed on an ungrounded patient cable. The account also reported that the driveline had cosmetic damage that were repaired with tape. This damage was confirmed through the evaluation of the submitted photographs. According to the account, a driveline repair was scheduled; however, the account canceled the driveline repair, and the patient utilized an ungrounded patient cable without issue. The submitted log file contained events from 02feb2023 through 09feb2023, per the timestamps. Multiple pump stops and low speed events were captured on (B)(6) 2023 while the patient was operating on the power module. These events were associated with low-speed advisory, low speed hazard, and low flow hazard alarms. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No other notable events or alarms were captured. It was reported that the patient ultimately underwent a pump exchange on (B)(6) 2023. It was noted that the exchange was elective and there was no exacerbation of the suspected driveline damage. It was noted that heartmate ii lvas, serial number (B)(6) , will not be returned for evaluation. The relevant sections of the device history records for (B)(6) and the driveline, serial number 63505 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 also discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low speed events. The heartmate ii lvas patient handbook, rev. C, is also available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR number 2916596-2023-00967. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files showed four pump stops and 35 low speed hazards. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the pump was connected to the power module. It was also reported that the patient's log files captured 12 replace system controller alarms. There were no other unusual events recorded and the device operated as intended. The controller was exchanged and will be returned for evaluation. The patient was placed on an ungrounded cable since these events. It was confirmed that the pump stops were due to a short-to-shield. The patient was lying supine and asymptomatic during time of event. It was noted that the driveline was taped but no damage was identified on x-ray, the driveline were unremarkable. The plan was to possibly discharge the patient home with grounded cable. A driveline repair was scheduled for (B)(6) 2023.